Event description:
It was reported that an er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the plastic tip of the jaw fell into the pt. The part was retrieved.